Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, inappropriate shock therapy was observed. Upon chest x-ray, right ventricular (rv) lead dislodgement was confirmed. The physician believed that lead dislodgement may caused the inappropriate therapy. Programming change was made on the device. The rv lead was explanted and replaced. The patient was stable.